Event description:
Information was received from a manufacturer representative (rep) regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the rep was with the patient in clinic. In mid to late may, the patient's controller stopped being responsive and wouldn't take a charge. Today in clinic, the rep plugged the controller into outlet without any battery pack and it was unresponsive and didn't wake up and no green light was flashing. The stim on/off button was depressed down and won't come up. A replacement controller was sent out. No patient symptoms were reported.

Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745 ; serial# (B)(6) ; product type programmer was returned for evaluation. Analysis found broken stim button bosses. Hence front case was replaced. Lithium-ion battery contacts was observed to be broken/damaged. Therefore main board was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.